Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - impact code: f18 rehabilitation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 (captured in (B)(4)), the patient was found sweating profusely and unresponsive. Emergency medical service (ems) was called and when ems arrived, the patient was treated with glucose gel packets. The reporter could not recall the patient's cgm value or bg meter value. Ems transported the patient to the emergency room (ER). At the ER, the patient's cgm was reading 80 mgdl, and the bg meter was reading 42 mgdl. At 3:00am on (B)(6) 2024, the patient was discharged home after being treated with 1000mg of tylenol. Later that evening, around 7:30pm (captured in this complaint), the patient was again found unresponsive. The patient's bg meter reading was 23 mgdl, but no cgm comparison value was reported. Ems was called and once ems arrived, the patient's bg meter reading was 32 mgdl and no cgm comparison value was reported. The patient was transported back to the ER, where she was diagnosed with pneumonia, septic shock, a urinary tract infection (uti), and low blood pressure. The patient was admitted to the intensive care unit (ICU) for a week before being transferred to a rehabilitation facility. The patient was discharged home from the rehabilitation facility on (B)(6) 2024. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.